Manufacturer narrative:
The pump alarmed motor error during the rewind due to a motor encoder signal out of phase. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify the operating currents and motor position encoder error alarm due to the motor error alarms. No cosmetic damage was noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm. The customer received motor position encoder error alarm. The customer's blood glucose level was 180mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.